Event description:
It was observed that during the device evaluation, the videoscope presented with the e216 error message; b30 error message (scope communication) and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that due to the corrosion on the plug unit, the e216, b30, and no image occurred. Due to adhesive peeling around the bending tube, the connection between the bending section and the distal end became detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.